Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet was chosen for implant using a 12f amulet delivery sheath. Approximately ten minutes after the implantation, once the patient had exited the catheterization laboratory and arrived in the ccu (cardiac care unit), the patient developed heart block.in response to the event, the medical team initiated resuscitation efforts. A pericardiocentesis was subsequently performed due to the pericardial effusion that was observed.